Event description:
Treatment of an avm. It was reported after injecting onyx through the marathon catheter, onyx could not be visualized at the distal tip of the catheter. Injection was stopped and the catheter was withdrawn from the patient. On the table, the catheter was tested to see if it had burst and no anomalies were found. The physician believed that this was a visualization problem on their ge single plane fluoroscope because of onyx could not be detected on subtracted roadmap views. It was reported that patient suffered a stroke.

Manufacturer narrative:
The device involved in this event is being held at the hospital.